Event description:
Information received from our affiliate. A patient, age described as "20's", wore acuvue advance contact lenses, the morning of two days later. The lenses were work on a daily wear schedule and the patient reportedly used helthian premium contact lens solution, manufactured by ansung pharmaceutical. The patient reportedly experienced pain in the left eye another two days later, and sought treatment from an eye care professional (ecp). The patient was reportedly diagnosed with a corneal ulcer os and was treated with antibiotic eye drops. Name of medication not provided. Our affiliate is trying to get additional information regarding this injury; however no additional information is available at this time. The product was received for evaluation. Two lenses in a lens case were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. A lot history review indicates the following. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. There are no other complaints in our worldwide complaint database for the lot in question. Any additional information will be sent within 30 days of receipt. This is being reported as we can not rule out that this is a serious corneal ulcer. All MDR's are reviewed at quarterly management review meetings.